Manufacturer narrative:
The pump was returned with the driveline cut at the pump end bend relief and the severed portion of the driveline was not returned. Visual examination of the pump¿s blood-contacting surfaces found a denatured, tissue-like thrombus in the outlet stator, which had been exposed to a fixative. The tissue did not show any laminated layering, indicating that the thrombus did not form in the outlet stator. The observed thrombus would have contributed to the reported increase in ldh and plasma free hemoglobin; however, the evaluation could not conclusively determine the origin of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and tested and was found to function as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient demographics were not reported to the manufacturer. Approximate age of the device is 1 year and 8 months. The lvad was returned to the manufacturer but evaluation is not yet completed. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 8 months post-implant, it was reported that the patient was in ¿generally bad condition.¿ the patient¿s lactate dehydrogenase (ldh) levels had increased to >900 u/l and plasma free hemoglobin (pfhb) levels had increased to >15 g/dl. The patient¿s event history indicated a decrease in pump power and a decision was made to exchange the pump.